Manufacturer narrative:
H11: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed with the returned minicap and a leak beneath the minicap was observed. The transfer set was retested using an in lab minicap with a leak beneath the cap indicating damage was present on the female connector. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak. The cause of the damage was determined to be a supplier manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set was found "not to be tightly combined" with the minicap which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.